Manufacturer narrative:
Initial and final MDR 2584248 - MDR 3003442380-2026-05462 - device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels of 400 mg/dl within three hours of insertion in the abdomen on (B)(6) 2025. The patient received treatment with a correction injection via multiple daily injections (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.